Event description:
The obstructive sleep apnea (osa) nasal mask plastic connector tabs were stated to have broken.

Manufacturer narrative:
Device not available; however. We are aware of this situation from previous complaints and this is the basis for the remainder of info provided. Plastic locking tabs incorporated into the elbow connector of these CPAP masks may break off if they are not cleaned in accordance with our instructions for use. Conclusion: fisher & paykel healthcare is currently conducting a retail level recall on all tab designed connectors for CPAP masks. Us recall was initiated 29 nov. 2006 under recall. All products manufactured since april 2006 feature a redesigned connector that removes the locking tabs and is not subject to this recall.